Manufacturer narrative:
(B)(4). It was reported that during ablation the generator turned off and back on automatically. With each occurrence, the ablation was restarted after the system turned back on. There was no error message on the generator. The reported stockert generator unit was sent in for service. It was found that the generator's bus board, transistors on nis board and ep cooler case with cable connection were defective. The issue was resolved by replacing the defective components. Following the replacements, functional and safety tests were performed as well as the preventive maintenance. The device history record for stockert generator serial number (B)(4) showed that no manufacturing or test failure was noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution.

Event description:
It was reported that during ablation the generator turned off and back on automatically. With each occurrence, the ablation was restarted after the system turned back on. There was no error messages from the generator. The customer tried to connect it to another power outlet, also tried to disconnect the green-yellow cable from the x-ray system, with no success. No patient consequences from this incident.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA as required once that analysis repair report is completed. (B)(4).